Event description:
It was reported that the insulin was squirting out of the insulin pump during manual prime process. The customer's blood glucose was 140 mg/dl. The caller stated that the customer had not used the insulin pump for over nine months because of the priming anomaly. It was also reported that the customer had some occlusion problems. The customer was using an insulin pump that was given to them by a family member. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.